Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(6). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead tracker guide wire was returned for investigation together with a non-asahi 5f catheter that had been concomitantly used. The polymer-coated segment of the returned crosslead tracker was felt intermittently rough throughout its coated length. The segment from the wire tip to the proximal solder (set at 55mm from the wire tip to fix the outer coil onto the core wire) was slightly curved in three dimensions. Microscopic observation found that the polymer jacket was distally gathered just proximal to the proximal solder, where traces of abrasion likely caused by a hard and sharp-edged object were observed. The polymer-coated shaft segment was found with traces of abrasion likely caused by a hard and sharp-edged object at approximately 6-13mm proximal to the proximal solder, where the core wire was partially exposed. X-ray observation the coil segment of the subject crosslead tracker found that there were no damage or fracture with the outer coil and core wire. The concomitantly used microcatheter had no kink or damages that could be associated with the reported event. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the subject crosslead tracker might have been forcibly abrased by a hard and sharp-edged object that had come in contact with the guide wire. Consequently, the polymer jacket coated on the guide wire was distally gathered and torn off. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that the polymer jacket of the returned guide wire was too severely damaged to rule out the possibility that the polymer fragment was left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Coming off of coating.

Event description:
It was reported that acute occlusion was observed in the segment near the ipsilateral popliteal artery during an endovascular treatment (evt) for a mildly calcified, 100%-occluded lesion in the segment from the iliac artery via the femoral artery to the popliteal artery. The retrogradely placed sheath was turned antegradely, and wiring was attempted with an asahi crosslead tracker guide wire with an asahi unite 4f fc catheter as its support, but wire manipulation was impossible. When removed ex situ, the distal segment of the guide wire was found damaged. A similar guidewire was used in place to continue the procedure. It was reported that revascularization was successfully achieved by way of the plain old balloon angioplasty (poba).